Event description:
Allegedly in a phone conversation with surgeon, he mentioned that he lengthens this pt about .5cm every 2 weeks, and it is going well. However, at the last visit he noticed particulate in the vicinity of the distal end of the spring. I told him that this was most likely from the isolant ring being chipped or broken, but that the implant should continue to expand normally, which it has. No revision is planned until the repiphysis is fully expanded.